Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced significant mental and physical pain and suffering, has sustained permanent injury, as well as, permanent and substantial physical deformity all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.